Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motion sensor test failure. Customer's blood glucose was unknown mg/dl. The customer was unable to get to bolus history and receive a motor error. The customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field. The customer did not report motor position encoder error alarm. The customer stated the pump was able to perform a rewind sequence but during the fill cannula sequence the customer remained disconnected and the motor error pop again. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.